Manufacturer narrative:
G2: remove other. E2: correction. Visual inspection noted logic board and power supply board replaced due to corroded board causing customer stated problem. A review of the device history record showed the device had a manufacture date of 06 jan 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the logic board. A review of the complaint history record was performed for the serial number 14543411 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was having channel and iui issues. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device was having channel and iui issues. There was no patient involvement.